Event description:
The report we received from the affiliate indicated, the patient underwent chronic total occlusion (cto) stenting in a severely calcified lesion in the left main to the left anterior descending. It was reported that the surgeon felt the insertion, of the 6f diagnostic catheter, was not as smooth as usual encountering difficulty while maneuvering through a sheath. Consequently, the surgeon withdrew the catheter immediately and found that the tip of the catheter was already split. The procedure continued using a new catheter; the physician preceded to pre-dialate the lesion using a springer balloon; a cypher select was chosen for implant. However, the cypher stent failed to cross the lesion and the physician opted to use a driver stent to cross the lesion. There was no adverse patient outcome reported. Further information indicated the diagnostic catheter was removed horizontally from its package; it was prepped and inspected according to the instructions for use and there were no anomalies noted on the device prior to its use on the patient.

Manufacturer narrative:
The product is available for evaluation and testing, however, the product has not been received as of to date. Additional information has been requested and will be submitted within 30 days upon receipt.